Event description:
User received discrepant calcium results for one pt sample. Initial result in late 2008 was 7.5 mg/dl, repeat result four days later was 8.8 mg/dl. Erroneous results was reported and pt was treated based on the result. User states that she has no information and no way to obtain the information about the treatment or effect of the treatment on the pt, however, is not aware of any adverse effect. The field service representative found no problems with the analyzer. He cleaned and checked the pipettor mechanism, replaced the sample probe, cleaned the di water bottle and decontaminated the analyzer. He also checked all tubing and connections. Performance tests were performed which were within specification.